Manufacturer narrative:
(B)(4). Device history record (DHR) review cannot be conducted because the lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature citation was reviewed: varela m, gavra m, andreou a, karagianni I, alexiou ga. Subarachnoid hemorrhage secondary to ruptured posterior communicating artery aneurysm in a child. Childs nerv syst. 2011 jun;27(6):1015-7. Doi: 10.1007/s00381-011-1408-y. Epub 2011 feb 12. Pmid: 21318615. "Objective and methods: the authors present the clinical and neuroradiological findings in a (B)(6) child with subarachnoid and intraventricular hemorrhage related to posterior communicating artery aneurysm. The aneurysm was successfully treated with endovascular coiling. Lot, model and catalog number are not available, but the suspected cerenovus device possibly associated with reported adverse events: a guide catheter of 6 f (envoy, cordis) other cerenovus devices that were also used in this study: n/a non-cerenovus devices that were also used in this study: microcatheter (excelsior c.l. 10 of boston scientific) unk coils adverse event(s) and provided interventions: during hospitalization, the patient developed fever. Blood cultures were positive for staphylococcus epidermidis and the patient received vancomycin intravenously."